Event description:
The device was implanted for infusion of heparin in through the superior vena cava. On 5/15/97, the facility nurse contacted the MFR sales rep and reported that a piece of the device catheter had separated from the main device body catheter. The device catheter segment was snared by the radiologists later that afternoon (05/15/97). Device body and remainder of catheter was scheduled for removal on 5/16/97. Arrangements were then made for return of the device to the MFR for analysis.